Manufacturer narrative:
Per the cartridge instructions for use: make sure that insulin is at room temperature before filling the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the customer had filled their cartridge with cold insulin. Tandem technical support (cts) advised the customer to use room temperature insulin in their cartridge. The customer's blood glucose level was not impacted. During troubleshooting with cts it was confirmed that the customer's fill estimate was incorrect. The customer reloaded their cartridge and receive a correct fill estimate. The customer declined a follow-up to ensure the fill estimate was accurate after 10 units of insulin were delivered.